Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. 15 events had no patient involvement: no patient impact. 5 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 20 devices were evaluated based on historical data analysis. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.